Event description:
Reported at the time of surgery the patient was found to have a fractured middle ear prosthesis. Dr. Suspects that there was a defect with the prosthesis that had been previously placed in the middle ear. The dr. Replaced the prosthesis.